Event description:
It was reported that the patient experienced pain at the ipg site and the ipg was sticking out when sitting down. It was also noted that the patient was not getting an adequate pain relief despite reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned.